Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rep saw a patient that reported they were feeling burns all the time, even if it¿s off. It was reported it happ ened since the implantation, in 2017. Therapy is off from several months, but patient still recharges the generator. Patient advised to let the battery run off, to see if the burn sensation in the pocket continuous.